Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced ongoing elevated blood glucose (bg) levels. The customer alleged that the pump "messed up" prior to experiencing elevated bg levels; however, specific pump issue was not clarified. Multiple attempts were made to obtain additional information regarding the issue; however, no response from the customer was received.